Event description:
It was reported the clinician deployed the excluder bifurcated endoprosthesis successfully in 2005. However, two days later the pt's white count rose. Three days after the clinican went to a resect the bowel and found a section of the bowel dead. The dead section was removed. The clinician believes that because of tortuous anatomy in the left common iliac, embolism to the bowel. There was no allegation of deficiency made by the clinician. Pt status is unknown.